Event description:
New information notes that the right ventricular (rv) lead was capped on (B)(6) 2025. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise, high pacing impedance, and high capture thresholds on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.